Event description:
It was reported that the user¿s caregiver called regarding meal announcement practices after the user ate more carbohydrates than usual while using the ilet. The user had recently started on the pump, and blood glucose was 200 mg/dl without symptoms, with education provided to announce the usual meal size for the initial learning period rather than announcing an additional meal. Symptoms included hyperglycemia. Outcomes included no medical intervention, no hospitalization, and no device alarms. Investigation included technical support troubleshooting and user education regarding proper meal announcement during the pump learning period. Investigation of this case revealed user technique concerns related to meal announcement rather than a device malfunction. It was concluded that the device functioned as intended and that user education resolved the issue. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.